Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Symptoms reported include high blood glucose levels and ketones. The patient was treated with a correction and intravenous therapy at the hospital. The personal diabetes manager (pdm) reportedly reset after each battery change and all information had to re-entered.